Event description:
It was reported that the device was explanted due to eri (elective replacement indicators) after three years; questioned whether due to 'low rv impedance' of 298 ohms. Dissatisfaction was also indicated. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.